Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit is displaying an error message " electrical test fail code #50." There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) visited site and observed error as stated by user. Fse cleaned motor control board and reconnected to rectify the error. All functional checks performed successfully.